Manufacturer narrative:
Complaint conclusion: as reported, the tip of a tempo catheter (4f rim 65cm) detached from the catheter when removing the catheter from the sheath over a guidewire. There was no report of patient injury. Attempts to gather further information were unsuccessful.  One non-sterile cath tempo 4f rim 65cm was received coiled inside a plastic bag. Per visual analysis, the tip is not present with the catheter that was returned. No other damages were noted. The unit was observed under the vision system in different angles and sent to sem analysis as requested by the dx pet team during the meeting in order to analyze the returned device. Light optical images were taken using the vision system and sem images were taken. Results show the surface of the distal catheter edge, from where the brite tip was separated, evidence of brite tip transference around the catheter distal tip edges. In addition, as it could be observed, separated areas presented evidence of elongations as well as frayed edges. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint reported by the customer ¿brite tip/distal tip - catheters/ separated¿ was confirmed by the condition in which the product was received. The exact cause of the separation could not be conclusively determined during the analysis. However, procedural factors, such as tension forces, may have contributed to the report event as shown in the sem analysis. According to the product instructions for use, manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Furthermore, if resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm the catheter positioning under high quality fluoroscopic observation. Neither the product analysis nor the device history record review suggest that the reported event is related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.  Review of lot 17508885 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
The tip of a tempo catheter (4f rim 65cm) detached from the catheter when removing the catheter from the sheath over a guidewire.  There was no report of patient injury. The product will be returned for analysis.